Event description:
The customer reported an overinfusion of etoposide. The etoposide was started about 6:45 pm for an hour infusion. Rate was set to 540 ml/hr and the vtbi was set at 480 mls. The nurse went back into the room because the pump was alarming for air in line. She found the chemo bag empty and air in the line. She found the chemo bag empty and air in the line. The drug infused quicker than expected (approximately 30 minutes early). The tubing used was discarded. The biomed reported he tested the pump and found no issues. There was no patient harm. Medical intervention was not required. The customer stated that no further patient or event details are available.

Manufacturer narrative:
(B)(4). The device has not been received. The customer is uncertain if the devices will be sent back for investigation. Should the devices be received, a follow up report will be submitted with the investigation results.